Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to high impedances out of range in this right ventricular (rv) lead. Additionally, a non-sustained ventricular tachycardia (nsvt) and ventricular tachycardia (vt) episodes were inappropriately stored due to noisy signals oversensing. It was noted that seven months ago the pacing impedance trend started gradually increasing. Technical services (ts) recommended to evaluate the patient in the clinic. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to high impedances out of range in this right ventricular (rv) lead. Additionally, a non-sustained ventricular tachycardia (nsvt) and ventricular tachycardia (vt) episodes were inappropriately stored due to noisy signals oversensing. It was noted that seven months ago the pacing impedance trend started gradually increasing. Technical services (ts) recommended to evaluate the patient in the clinic. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system exhibited ventricular oversensing during a right atrial auto-threshold (raat) test and right ventricular (rv) lead loss of capture (loc). Rv impedance trends showed a rise in measurements, but remained within normal limits at this time with a recent measurement of 1,574 ohms. Technical services (ts) recommended further rv lead evaluation. This rv lead remains in service. No adverse patient effects were reported.